Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset of peritonitis, the patient began treatment with reflin and fortum (1gm, once daily) via injection for peritonitis. The outcome of this peritonitis event was unknown and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.